Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer for analysis. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the vascular embolization coil implant was used in a procedure for treating a cephalic vein branch to better the flow in a lower left forearm native fistula. Once access was gained to the target cite, one coil was successfully deployed in normal fashion without any issues. The physician then determined another coil was needed to fully shut down flow in the side branch. A second coil was then opened and delivered through the same microcatheter and deployed in normal fashion. The procedure was completed when the physician noticed a short filament of the 6x9 coil that had unraveled from the main coil pack. It was still attached but out of position. Several attempts were made using different devices to push the filament into the coil pack and back into position, but these attempts failed. A snare device was then passed with additional attempts to push the filament back into place, which was successful. All wires and products were removed with some final runs under fluoroscopy confirming the coil filament was maintaining position within the main coil pack. Reportedly, the patient was in good condition at the end of the procedure and was sent to recovery.